Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was unable to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that it was a self-service site and proceeded to cancel the work order. The customer also confirmed that the issue had been resolved. The system functioned as intended after the field service engineer investigated the issues of the device.